Manufacturer narrative:
All operating currents are within specification. There was no off no power alarm. The unit functions properly. There was no blank display noted. There was no damage found on the c13 lcd isolation tape noted. There was no unexpected failed battery alarm or low battery alarm noted. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 412 mg/dl. The customer treated with a manual insulin injection. The mother of the customer reported a blank display on the insulin pump. The customer also reported a low battery alert and failed battery alarm from the insulin pump prior to the blank display on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display did not return. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).